Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel, auxiliary channel, and forceps elevator channel were flushed. The scope was precleaned with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port and distal end/areas around the elevator were manually cleaned with salvanios premium detergent and asept inmed brushes (ref # (B)(4) lot 210855). The scope was not manually disinfected. The aer used was 203-330 along with endohigh detergent and endohigh paa disinfectant. The scope was stored a typhoon. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on evis exera iii duodenovideoscope. The scope tested positive for seven (7) colony forming units (cfus) of staphylococcus epidermidis and moraxella osloensis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) practices of the subject device and no obvious deviation from IFU was confirmed from the review of the reprocessing steps provided. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: charged coupled device (ccd) cover lens chipped, light guide lens gluing worn out, ccd cover lens glue worn out, bending section rubber gluing worn out, control plate deformed, key top 1 scratched, less angulation . However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.